Event description:
It was reported that the customer was hospitalized on 01/02/2015 due to her high blood glucose level. Her blood glucose level was over 800 mg/dl. When she removed her infusion set she noticed it was bent. The customer had a diabetic ketoacidosis. She was administered insulin drip. The customer was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore ,consider this report complete to the best of our knowledge.